Event description:
Customer reported at 9:30 pm, device =465 mg/dl. Customer dosed with lantus insulin. The next day at 12:30 am, customer woke up disoriented and perspiring. Customer became unconscious. Customer's spiouse administered sugar orally and customer regained consciousness. No other treatment was given. No controls were used. A request was made for return product and replacement was sent.